Event description:
It was reported that the catheter leaked near the hub. The event occurred at while in use with patient. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product was returned, therefore no failure investigation on the product could be performed. The customer provided two photographs, which do not offer sufficient clarity or detail to support a proper evaluation of the complaint. It is not possible to determine what the source of the leakage is, or to understand if the probable cause is attributable to a manufacturing or a user-related issue. Based on the evidence currently available, the reported allegation could not be confirmed, therefore no action will be implemented at this time. If the product becomes available, the manufacturer will reopen the investigation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.